Event description:
Additional information was received from a healthcare provider via a company representative who reported that the patient experienced no symptoms related to the event. The patient was admitted to the hospital to monitor should any withdrawal symptoms occur which to the reporter¿s knowledge, none occurred. The pocket was aspirated in case it was indeed a pocket fill. The issue was reported to be resolved. It was noted that the pump was recently refilled and the reservoir volume matched what should have been in there.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient receiving unknown baclofen via an implantable pump for intractable spasticity. It was reported that the patient had a refill and there was a suspected pocket fill. The manufacturer representative (rep) wanted to know what symptoms and precautions to look at for. Technical services sent the rep literature and labeling on pocket fills and educated the rep that a pocket fill was medical management. The rep understood education provided. No further issues stated.